Event description:
(B)(4).

Manufacturer narrative:
Type of report? Type of report if follow-up, what type? Additional manufacturer narrative: the customer's complaint was not resolved at the time they contacted nihon kohden. The customer was instructed to contact nihon kohden after additional troubleshooting however, the customer failed to contact nihon kohden. Nihon kohden attempted to contact the customer but the customer did not respond.

Manufacturer narrative:
The device was rebooted but would not load cns software due to the protect keys not being connected to the cns. Once the keys were connected the cns, it started up normally and was running fine.